Event description:
The manufacturer was made aware of an allegation by an end user that a thermal event occurred at the ac wall socket while the device was in use. The ac power supply had fallen out of the ac wall socket, and one of the prongs had become dislodged. Melting to the ac power cord was noted, but no exposed wires were reported. There was no harm to the user. The user also reported altering the damaged cord by splicing a section of another ac power cord to it and continuing to use the device. The manufacturer strongly advised against this. The manufacturer has made numerous requests for return of the device for investigation. No product was returned. This product is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This is not a life support device. The user is warned in the labeling to have a back up device for respiratory delivery if this device is not operable. The user is also cautioned that the power supply cord cannot be replaced by the user. In case the power supply cord becomes damaged, contact philips respironics customer service for replacement (there is no service option). The manufacturer will continue to monitor the complaint records for similar reported failures. Based on the available information, the manufacturer concludes no further action is necessary at this time. If further information becomes available regarding this complaint this rationale will be revised as appropriate.